Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 10 colony forming units (cfus) of yeast fungus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The issue was not confirmed, as the scope was not microbiologically tested by olympus.

Manufacturer narrative:
Updated fields: d8, h6, h11. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, and the lms final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the following result of the culture test, performed at the third-party labs on jun 13, 2024: sampling date: jun 03, 2024. Sampling from: unknown. Cfu: 10-100cfu. Bacterial identification: yeast. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.